Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiogram (ice) imaging, and a 24mm watchman flx pro closure device was implanted after meeting release criteria. Following closure device release, imaging assessment identified a pe that had not been present prior to the procedure. The patient's blood pressure was noted to be decreasing, and further evaluation demonstrated a growing pe. A pericardiocentesis was performed with removal of approximately 900 ml of blood; however, continued bleeding was observed. The patient was transferred for surgical intervention to address the source of bleeding and close the cardiac perforation. The patient was admitted for ongoing management. In the physician's opinion, the closure device perforated the laa.

Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiogram (ice) imaging, and a 24mm watchman flx pro closure device was implanted after meeting release criteria. Following closure device release, imaging assessment identified a pe that had not been present prior to the procedure. The patient's blood pressure was noted to be decreasing, and further evaluation demonstrated a growing pe. A pericardiocentesis was performed with removal of approximately 900 ml of blood; however, continued bleeding was observed. The patient was transferred for surgical intervention to address the source of bleeding and close the cardiac perforation. The patient was admitted for ongoing management. In the physician's opinion, the closure device perforated the laa. It was further reported the small pe was noted around the left ventricle. Three (3) watchman closure devices were used with multiple recaptures of each, with pe sweeps performed between each device. No changes in hemodynamics were noticed intraprocedural. Multiple units of blood given as well as auto transfusion. The cardiac perforation tear was noted at base of laa with closure device anchors exposed. Physician noted that laa wall was paper thin. Laa was ligated during the surgical intervention. The was extubated two (2) days post index procedure but had suffered a cerebral vascular event (cva), which the physician does not feel was laa related but more a complication of the surgical repair, but cannot be sure.

Manufacturer narrative:
B5: information added, d6b: explant date added, h6. Patient code added: stroke/cva, h6. Impact code added: blood transfusion, h6. Impact code added: device explantation, h6. Evaluation method code updated from device not accessible for testing to device not returned.

Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiogram (ice) imaging, and a 24mm watchman flx pro closure device was implanted after meeting release criteria. Following closure device release, imaging assessment identified a pe that had not been present prior to the procedure. The patient's blood pressure was noted to be decreasing, and further evaluation demonstrated a growing pe. A pericardiocentesis was performed with removal of approximately 900 ml of blood; however, continued bleeding was observed. The patient was transferred for surgical intervention to address the source of bleeding and close the cardiac perforation. The patient was admitted for ongoing management. In the physician's opinion, the closure device perforated the laa. It was further reported the small pe was noted around the left ventricle. Three (3) watchman closure devices were used with multiple recaptures of each, with pe sweeps performed between each device. No changes in hemodynamics were noticed intraprocedural. Multiple units of blood given as well as auto transfusion. The cardiac perforation tear was noted at base of laa with closure device anchors exposed. Physician noted that laa wall was paper thin. Laa was ligated during the surgical intervention. The was extubated two (2) days post index procedure but had suffered a cerebral vascular event (cva), which the physician does not feel was laa related but more a complication of the surgical repair, but cannot be sure.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.